Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that while gardening, the ilet user experienced a low blood glucose of 50 mg/dl after preceding high glucose and attempted to treat by eating lunch, which led to an overcorrection and a subsequent high up to 359 mg/dl. Symptoms included hypoglycemia, hyperglycemia, and fatigue. Outcomes included no lasting health consequences or impact, with glucose returning to range at 142 mg/dl after correction dosing. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and a usage problem identified as overtreating hypoglycemia, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.